Event description:
The duodenovideoscope was returned to the service center with a report of annual inspection. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, areas of missing and cracked of the adhesive around light guide and objective lenses were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.